Manufacturer narrative:
This report is submitted on april 04, 2018. (B)(4).

Event description:
It was reported that the patient experienced an open wound following revision surgery. There are plans to perform further surgery to close the opening; however, yet to occur as of the date of this report.